Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
The customer reported that the touchscreen will not calibrate. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but reported no patient harm. Specific patient information is unknown. The field service engineer (fse) replaced the touchscreen to address the reported problem. The unit calibrated and verified proper functionality. The unit was returned to service.